Manufacturer narrative:
(B)(4). Physio-control evaluated the device verified the reported failure. The device locked up and was not able to provide defibrillation therapy. Physio determined the cause of the malfunction to be a failure of an ic chip, designator u17, on the main pcb assembly.

Event description:
It was reported that the device failed to analyze the patient ECG. The patient family connected the device and was operating it with a telephone direction from the fire department. An ambulance crew arrived at the scene thereafter and checked the patient connection to the device with no avail. The device had the battery and service indicator illuminated. The ambulance crew used a second defibrillator and reported that the patient did not require defibrillation therapy. The patient was transported to the hospital and reported to pass away. Following the event, the customer evaluated the device and found that it intermittently logged event codes in the memory and displayed the call service message. Physio-control's clinical specialist review determined that there was insufficient information available to determine the impact of the device use.